Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The patient reported that they experienced an irregular heart rhythm, and that the device did not record that episode. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.